Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that noise was observed on the ventricular channel of the device. Review of the egms showed possible lead fracture. The lead was capped.